Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated procedure, insulation damage was visually observed on the right atrial (ra) and right ventricular (rv) leads. The event was resolved by repairing the ra and rv leads with a silicon sleeve resulting in a prolonged surgical procedure. The patient was in stable condition before, during and following the procedure. Related to manufacturer report number: 2017865-2019-18145.